Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the circumflex artery with moderate calcification and mild tortuosity. The copilot bleedback control valve (bbcv) was being used in a procedure; however, a leak was noted when the copilot was hooked to a guide catheter. The leak was noted to be coming out of the center of the cap hole. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott device was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.